Event description:
Hcp reported pt dysphagia and slurred speech. Hcp tried turning off the dbs generator with no change in symptoms. A modified ba swallow revealed mild to moderate delay in swallowing. Hcp reported this could be related to esophageal problem or to tongue injury as a child. The pt was given trial of nexium by otolaryngologist called by the speech pathologist. Pt continued to have similar complaints. No report of device explantation. A follow-up report will be sent when add'l info is received.